Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient went to the emergency room after 2 weeks of having left leg pain and foot swelling. This was treated with intravenous lasix twice a day, the swelling slightly improved. The patient was also fitted with ted hose and leg elevation. Patient was sent home with their home dose of lasix, 80 mg daily. No procedures were done. The patient is clinical study patient. The issue is determined to be possibly related to the procedure but not the device.